Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description. The axium implant coil separated/detached from the pushwire. This condition was not reported at time of the event. The implant coil returned without introducer sheath and found severely stretched and damaged. The axium pushwire was not returned. The axium pushwire appeared to be broken/missing and retained by release wire. The whole axium implant coil was found to be damaged and stretched. Due to its damaged condition, the axium coil could not be used for resistance testing with an in-house catheter. No other anomalies were observed. Based on the returned device evaluation, the cause of event regarding implant coil detached/separated from the pushwire could not be determined. The axium implant coil was found damaged and stretched. It is likely that the damage to the axium implant coil occurred during the attempt to push the coil through the micro catheter against the reported resistance. The axium implant coil was returned without pushwire; therefore, any contributing factors from the pushwire could not be assessed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium coil experienced resistance during both attempts of delivery in the middle segment of the catheter. There was no damage noted to the coil or catheter, and another coil of the same size was used to complete the procedure with no issue. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm in the basilar top with a max diameter of 10mm and a 4.2mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. Evaluation of the returned device found that the implant coil was severely stretched and detached/separated from the pushwire.